Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One photograph of the set and back of the packaging was provided for evaluation. The photograph was visually evaluated, and it does not offer the necessary details to confirm the reported defect. Without a physical sample, it is difficult to determine if any defect could cause the air in the line. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Although the reported defect was not confirmed, due to complaints of this nature, an approved project is in place to further address issues of air in line. Review of the discrepancy management system (dsms) database was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: detailed inquiry description: numerous air in line. B. Braun medical clinical educators receiving various calls to help troubleshoot ail alarms. Nurses had to switch out tubing 2x. No injury reported.